Event description:
It was reported that the customer was hospitalized with low blood sugars. Technician tried to began troubleshooting but the customer and their doctor do not feel comfortable with customer using this pump and requested a replacement.